Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the foreign material remained since the reprocessing has not correctly been implemented in line with the IFU (instructions for use). The event can be prevented by following the instructions for use which state: "chapter 4 operation. If the reprocessing has been implemented for the device in line with the IFU, the suggested event can be prevented. Do not apply olive oil or products containing petroleum-based lubricants (e.g., vaseline®) to the endoscope. These products may cause stretching and deterioration of the bending section¿s covering." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. H4 device manufacturer date: date of manufacture cannot be determined since the serial number was not provided. The subject device has not been returned to olympus for further evaluation and testing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. H3 other text : device not returned.

Event description:
The customer reported that they use olive oil during scope insertion. The customer also reported a deviation from the pre-cleaning procedure including short aspiration and water supply time and continuous use of air/water channel cleaning adapter without reprocessing; a deviation from the manual cleaning procedure including cleaning under running water, continuous use of reusable cleaning equipment without reprocessing, reuse of disposable cleaning equipment, use of non-recommended cleaning solution, outside insufficient surface cleaning, and simplification of brushing procedures; and a deviation from the cleaning procedure for accessories. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of constant reprocessing IFU (instructions for use) deviation. Related reports are being submitted on the medwatch with patient identifier: (B)(6).